Manufacturer narrative:
Eval summary: fracture of the device can occur for a variety of reasons, some of which are described here: secondary damage from handling leading to a stress concentration in this region. Repetitive autoclave cycles leading to a reduction in material strength. Aggressive cleaning agents not approved for this device (b+) leading to a material strength degradation. Thermal cycling / autoclave cycling leading to pre-cracks in the rim radius region. Machining lines leading to increased stress concentrations and pre-cracks: sharp edge present within the connection geometry leading to increased stress in the root. Excessive impact forces used on the device. Based on the info available a definitive cause for fracture cannot be determined at this time. As returned, a portion of the impaction adaptor has fractured off the instrument. The fractured area is located where the adaptor attaches to the impactor. In addition, the adaptor contains another cracked area in the same location. The has a potential field age of approx 1 year. Usage of the device over the past year is unk. The mfg records were reviewed and found to be conforming indicating that the device was manufactured, inspected, and packaged to specification.

Event description:
It is reported that the impaction adapter fractured during use.